Event description:
The manufacturing representative reported that the patient was seeing the implantable neurostimulator (ins) unrecognized screen. They were using a recharger with a blue faceplate. The manufacturing representative was unable to replicate the error message the patient saw. It was further reported that the patient was rather large and her battery moved when she lost some weight. This made it extremely difficult for the patient to recharge. The patient had her battery moved to a better position. The manufacturing representative had not heard from the patient since this was performed. No patient symptoms reported. Indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.